Event description:
It was reported that the deep brain stimulation (dbs) patient reported experiencing numbness, tingling in their toes, nausea, discomfort, and pain in the left arm and chest while charging their implantable pulse generator (ipg). Subsequently, the patient continued to feel pain in the elbow, accompanied by an increase in tremors. A medical professional assessed the situation and determined that the pain was likely caused by the patient charging a depleted ipg. The patient later sought care in the emergency department and has since fully recovered, returning to baseline condition.